Event description:
The event is reported as: the balloon burst inside the pt's bladder during catheter insertion. The catheter was removed and a new one was inserted. No injuries reported.

Manufacturer narrative:
Product will not be available for eval by MFR. Investigation report by MFR is incomplete at this time. A f/u report will be sent when investigation results are obtained.